Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old patient needing mechanical circulatory support for transcatheter aortic valve replacement. The patient's primary indication was noted as aortic valvuloplasty. It was reported that the patient had excessive bleeding around the repo sheath despite angle matching and pushing perclose knots down, the impella explanted, and intra-aortic balloon pump (iabp) placed. It was also reported that the patient had no flow distal to impella sheath, the physician peeled away the peel-away sheath, placed the repo sheath, and flush pigtail angio from contralateral side proved distal flow. Impella explanted and iabp placed.